Event description:
The user reported that the sensors were incorrectly triggering bubble alarms when there was no air present in the line. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Pending investigation.